Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of a clinical study reported that the outcome was resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
The implanted date has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the event was related to reprogramming. The patient had been reprogrammed on (B)(6) 2014, (B)(6) 2015. The event was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) in a foreign clinical study reported that stimulation was not at a good place and did not cover the pain. The patient was seen on (B)(6) 2014, 8 days after implant, because they were feeling paresthesia on the other leg. They did programming and the patient went home. The patient was seen again on (B)(6) 2014 because they were no feeling it down their knee. More programming was done. On (B)(6) 2015 the patient did not feel stimulation in the right place anymore. They did more programming and the patient was happy. On (B)(6) 2015 the patient was unsatisfied because they felt stimulation on the other leg. The event resulted in an urgent care visit. A new program was made. The event was noted to be related to the stimulation. It was noted that the most recent interrogation and programming done, prior to the event, was on (B)(6) 2014. The event was noted to be ongoing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was resolved without sequelae on (B)(4) 2019.